Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015: patient underwent a right knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was depuy. There were no complications noted. On (B)(6) 2019: patient underwent a left knee revision for pain. Infection was ruled out. The tibial component was noted to be loose with extensive medial plateau bone loss. Loosening interface wasn't noted. The surgeon revised the femoral component, but no failures were noted with the femoral component. The patella was left implanted and attune revision implants were placed. Manufacturer of the bone cement is unknown. Doi: (B)(6) 2015; dor: (B)(6) 2019; right knee.